Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, g3, g6, h2, h6: proposed component code: mechanical (g04)- stem, h11: visual examination of the returned product identified scratches are noted in the taper hole, proximal end, trunnion, and neck. Threads and counterbore show damage including thread deformation and gouges from use. No other damage was noted. Where measured, the device was conforming to specification. The distal stem was not returned. Both devices were 100% inspected during manufacturing and conforming for the mating ends. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the proximal part of the implant failed to connect to the distal part. A larger one (70mm) was used to continue the procedure with the same distal stem. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 11-301303, item name arcos con sz c std 60mm , lot # 65760480. G2: foreign: china, customer has indicated that the product will not be returned zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Report was initially submitted jan 13, 2025 but third acknowledgement was missing. Attempted to resubmit the 14th and the acknowledgement was still missing so we reached out to the FDA via cesub on january 14th. We receive a response back from the FDA (cesub) on jan 22, 2025 indicating the third acknowledgement failed due to a space in the UDI number in d4 which caused an invalid xml. Received further correspondence from the FDA on jan 24, 2025 asking us to notate what occurred in h11, make the UDI correction and it would not be considered a late report submission.